Event description:
It was reported that, during servicing, this 980 ventilator had a faulty direct current (dc) - dc printed circuit board assembly (pcba), exhalation valve flow sensor (evq), and a proximal flow option failure. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, during servicing, this 980 ventilator had a faulty direct current (dc) - dc printed circuit board assembly (pcba), exhalation valve flow sensor (evq), and a proximal flow option failure.  While the service personnel (sp) was performing service, sp replaced dc-dc converter pcba, evq and proximal flow monitoring option board. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The proximal flow monitoring option board was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One evq was returned to medtronic was further analysis. Visual inspection showed no anomalies. The evq was attached to a failure investigation test vent for analysis and powered up. The unit failed flow sensor calibration for oxygen offset out of range. Further visual inspection of the assembly under a scope revealed a grey substance on the hot wire element determined evq was faulty. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned part was conducted, and it was observed that c83 capacitor had thermal damage. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis. The unit failed to power up correctly and generated background diagnostic code. If a failure of the capacitor c83 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The replaced proximal flow monitoring option board did resolve the issue in the field, however, returned proximal flow monitoring option board was analyzed and tested satisfactorily. Also, the cause of the event was isolated due to faulty evq and dc-dc converter pcba. An existing corrective action or investigation is applicable for dc-dc converter pcba. Further action was not required because the faulty evq is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.